Event description:
A retailer reported that a consumer's eyes were red with use of this product. On 06/26/2009, additional information was received from the consumer stating that her eyes were still red and her vision was dimminshed in one eye. Additional information was received on 07/20/2009 from the pt who stated that her doctor diagnosed her with keratitis, diminished vision, and a lump or bump on her eye. She said that there was improvement in the left eye, but not in the right eye, and that she was being treated with steroid medication.

Manufacturer narrative:
Evaluation summary: the conplaint device associated with this complaint was not received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number or any identification traceable to the manufacturing documentaition. Additional information was requested on 06/23/2009, 06/24/2009, 06/26/2009, 07/07/2009 and 07/10/2009 and received on 06/26/2009 and 07/20/2009.